Event description:
A wall street journal article indicated the following details related to patient death: 'a follow-up story referred to a case in which a (B)(6) man died following robotic surgery last summer at a (B)(6) hospital. An attorney for the man's family said the urologist who operated on him had never before performed the procedure he was attempting with the robot, according to the report.'

Manufacturer narrative:
Intuitive surgical contacted the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received.